Manufacturer narrative:
It was reported that the patient¿s blood glucose levels rose to approximately 400 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. The patient reported insulin leakage due to the cannula not staying in place. The patient also reported mild redness and irritation at the infusion site. As treatment, the pod was removed and replaced. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone15.5. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient¿s blood glucose levels rose to approximately 400 mg/dl while wearing the pod between 1 and 4 hours on the abdomen. The patient reported insulin leakage due to the cannula not staying in place. The patient also reported mild redness and irritation at the infusion site. As treatment, the pod was removed and replaced.